Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported via a programming history database periodic review that there was high lead impedance. No other relevant information has been received to date.